Event description:
It was reported that during a hepatobiliary surgical procedure the patient suffered from a burn in the abdomen region of approximately 5 cm x 4 cm. They proceeded to remove the megasoft return electrode from the operating room.

Manufacturer narrative:
(B)(4). Photo analysis: this is an analysis of an image submitted for evaluation. The photo shows an irregular burn area in the middle of abdomen. The appearance of central burn is yellowish surrounded by a redness rim. The burn is likely a second-degree. Of note, there is a blackened spot clearly visible on the back side of cloth, which corresponds to the burn injury area. Based on complaint description that ¿the surgeon states that he was burned the cloth (surgery field) that was held by the clamp and that cloth, when burned, allowed the heat to pass to the patient, generating the burn.¿, it is believed that this burn injury is not associated with use of metadyne meg soft return electrode. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The pad was returned with discoloration on the top surface. In addition, white tape was found on the top surface like an x holding the cable. The pad was functionally tested with a multimeter and performed as expected. There was no evidence that it could have caused the unintended thermal injury as reported. The most likely cause of this damage is related to the cleaning process. Please be aware that most cleaning agents leave residual active ingredient chemicals on the surface of the devices that are cleaned. For this reason, megadyne recommends rinsing the cleaner/disinfectant off of the surface of the pad. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received: the clinic engineer reports that in hepatobiliary surgery for bile duct reconstruction, they put a megasoft return electrode on a stretcher, put a thermal blanket and sheet on top of it, proceed to put the patient in a supine position, start the procedure. In conversation with the hepatobiliary surgeon, she states that in addition to using monopolar energy, she was also using the focus long device. The surgeon reports that during the procedure they perceived a burning smell, they proceeded to check the connections, cables, they did not show anything, however, they did not check the patient, they noticed the burn when the surgery was finished, the surgeon states that he was burned the cloth (surgery field) that was held by the clamp and that cloth, when burned, allowed the heat to pass to the patient, generating the burn. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why is the megadyne pad not currently being used in the facility? Was the clamp touching any portion of the bed? How was the clamp placed on the sheet or the patient? What was the function of the clamp on the sheet? Were there any cables holding the clamp or wrapped around the clamp? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? How was the room set up to include patient set up and where was the pad in relation to the patient? How long was the surgical procedure? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Was there any patient warming blankets used? If yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient was in contact with a metal portion of the or table? What generator was being used? What power levels was generator set to? What was the endofactor that was being used? Were there liquids used in prep? Was urine or other fluids detected in the field after surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.